Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 50 mg/dl. Customer alleged that the basal rates needed to be adjusted. Reportedly, the customer set a temp rate of 0% to address the low bgs. In addition, it was reported that the customer experienced elevated bg levels, value was not provided. Customer declined to further troubleshoot with tandem technical support.